Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The inner door covers were removed, and it was found that the door dingus was 1 tooth off. The dingus was re-positioned to its proper home. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry door on the system would not fully close. There was no patient present at the time this issue occurred.